Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that on (B)(6) 2017, the patient was treated in the emergency room (ER) for an elevated blood glucose (bg) over 600 mg/dl with vomiting associated with an alleged call service alarm issue. It was also reported that the patient began vomiting blood. Reportedly, the patient resumed pump therapy with the same pump was treated by a healthcare provider with intravenous (IV) fluids and insulin via injection. Troubleshooting by animas customer support determined the patient¿s adverse event was associated with a training/misuse issue; animas customer support provided education on the call service 088 alarm. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with training/misuse; no pump malfunction was indicated.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/17/2017 with the following findings: the black box shows cs088 on (B)(6) 2017 at 08:26 (1 hr after powering up the pump); deliveries resumed at 09:21. The black box also shows unexplained por on (B)(6) 2017 at 05:59; deliveries resumed at 07:38. Rewind, load and prime steps performed successfully. Pump exercised for 24 hours with no cs alarms duplicated. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.. Removed pump cover; no evidence of internal moisture was observed. No damage to the internal components or printed circuit board was found. The complaint was confirmed in the pump history but not duplicated during testing. Battery compartment is cracked above and below the bumper pad. . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.